Event description:
Center contacted dexcom technical support on (B)(6) 2013 and reported that on (B)(6) 2013 the transmitter gave a permanent out of range signal. At the time of contact with dexcom technical support, center did not report any medical intervention or injuries. Dexcom has issued an rga for patient to return the device to be investigated.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The reported event of a permanent out of range signal was confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).